Event description:
A customer reported to baxter (B)(4), a 4 lead tur irrigation set in which a leak was observed in an unknown location of the set. The leak was found during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a 4 lead tur irrigation set in which a leak was observed in an unknown location of the set was confirmed during sample evaluation. Visual inspection confirmed damaged to the burette. A leak was observed on the burette during functional test of the sample. The assignable root cause of the reported condition is unknown. No repairs were made since this is a single use device. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.